Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon used the device to close the tissue. After firing the instrument, the surgeon found that the staples formed like scissors, they were crossed. The next staple jammed in the jaw. The instrument could no longer be used. The case was completed with a like device with no pt consequence.